Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions¿ number 10 states, "fretting and crevice corrosion may occur at interfaces between components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 4 mdrs filed for the same patient (reference 1825034-2016-03348, 03349, 03371, 03372). Product location unknown.

Event description:
It was reported in operative report received that patient underwent a left hip revision procedure approximately 4 years post-implantation due pain, adverse local tissue reaction, elevated metal ion levels and metallosis. During the procedure, pseudotumor formation, soft tissue reaction, bone erosion and corrosion were noted. The femoral head and taper adapter were removed, and a femoral head and acetabular bearing were implanted to complete the procedure.